Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 130mg/dl to 140 mg/dl. The blood glucose testing is performed by the customer two to three times daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer informed that have not had any recent changes in diet, medication, or exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 155 mg/dl and 164 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/17/2019 and open vial date is 03/02/2016. The meter memory was reviewed for previous test result history (date / time not set): 280mg/dl 06/08/2016 08:34pm fasting:yes, 289mg/dl 06/06/2016 10:30am fasting:yes, 223mg/dl 06/06/2016 10:29am fasting:yes, 169mg/dl 06/04/2016 09:40am fasting:yes, 251mg/dl 06/03/2016 09:23am fasting:yes. Adverse event not reported.